Event description:
Additional information: it was reported that the problem had been going on for about a year. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a change in therapy effect and return of symptoms for the past couple of weeks. Withdrawal was reported. The patient had been ''tremoring'', sweating (diaphoresis), and had acute pain. It was felt that the pump was ''going on and off.'' The device system was used to deliver morphine and baclofen. The patient was seen by the physician on (B)(6) 2012, and the pump dose was increased. It was noted that the physician thought ''there was a lot of activity with the pump.'' The physician ''put a hold on her seeing an orthopaedic surgeon so that he could look into the pump.'' The patient had not heard any alarms recently, and no falls or trauma were reported. Despite the dosage increase, the patient was still in withdrawal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.